Event description:
It was reported that the patient had a skin irritation and discomfort while treating with the bhs device and coil. The patient explained the unit is causing a rash and causing a burning sensation. The irritation is on the ankle where she wears the coil. The patient advised the pain started about 1 week ago. The patient rated the pain as an 10 on a scale of 1 to 10, with 10 being the highest and on the surface of the skin. The patient claims the pain subsides a little when she is not treating. The patient has not increased her daily activities and did not seek medical treatment. The patient is using benadryl cream on the affected area. The patient will contact her doctor and call customer service back with an update. The patient was advised to pause treatment until the pain subsides then conduct a time test. The patient stopped wearing the stimulator and it is healing. No further consequences have been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type. Additional information - h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had a skin irritation and discomfort while treating with the bhs device and coil. The patient explained the unit is causing a rash and causing a burning sensation. The irritation is on the ankle where she wears the coil. The patient advised the pain started about 1 week ago, the patient rated the pain as an 10 on a scale of 1 to 10, with 10 being the highest and on the surface of the skin. The patient claims the pain subsides a little when she is not treating. The patient has not increased her daily activities and did not seek medical treatment. The patient is using benadryl cream on the affected area. The patient will contact her doctor and call customer service back with an update. The patient was advised to pause treatment until the pain subsides then conduct a time test. The patient stopped wearing the stimulator and it is healing. No further consequences have been reported at this time. The bhs controller was not returned for evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use

Event description:
It was reported that the patient had a skin irritation and discomfort while treating with the bhs device and coil. The patient explained the unit is causing a rash and causing a burning sensation. The irritation is on the ankle where she wears the coil. The patient advised the pain started about 1 week ago. The patient rated the pain as an 10 on a scale of 1 to 10, with 10 being the highest and on the surface of the skin. The patient claims the pain subsides a little when she is not treating. The patient has not increased her daily activities and did not seek medical treatment. The patient is using benadryl cream on the affected area. The patient will contact her doctor and call customer service back with an update. The patient was advised to pause treatment until the pain subsides then conduct a time test. The patient stopped wearing the stimulator and it is healing. No further consequences have been reported at this time. The bhs controller was not returned for evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use.

Event description:
It was reported that the patient had a skin irritation and discomfort while treating with the bhs device and coil. The patient explained the unit is causing a rash and causing a burning sensation. The irritation is on the ankle where she wears the coil. The patient advised the pain started about 1 week ago, the patient rated the pain as an 10 on a scale of 1 to 10, with 10 being the highest and on the surface of the skin. The patient claims the pain subsides a little when she is not treating. The patient has not increased her daily activities and did not seek medical treatment. The patient is using benadryl cream on the affected area. The patient will contact her doctor and call customer service back with an update. The patient was advised to pause treatment until the pain subsides then conduct a time test. The patient stopped wearing the stimulator and it is healing. No further consequences have been reported at this time. The bhs controller was not returned for evaluation.